Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was r eported that a 375 code was seen. The patient reported they noticed they were unable to recharge and pain was getting pretty bad. No further complications reported and/or anticipated at this time.